Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre 2 sensor was reported. The replacement device was issued as customer had reported the prematurely detached after 4 days of wear. Due to delivery delay, customer was unable to monitor glucose levels and experienced an adverse event in which she experienced sweating and a loss of consciousness. The customer was treated with chocolate and a glucagon injection by a third-party (husband). There was no report of death or permanent injury associated with this event.